Manufacturer narrative:
(B)(4).

Event description:
Procedure type: oral surgery. According to the reporter: the client reports that the needles broke close to the crimp; two metal parts remained in the base of the tongue; pt experienced reoperation.